Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt has complained of pain over a long period of time. On opening the knee, black metal debris was noted in the synovium along with scratches in the direction of movement on the distal condyles of the femoral component.